Manufacturer narrative:
The initial reported event of lead fracture and lead was explanted was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an apparent lead fracture. This complaint could not be confirmed based on the actual device. The most likely root cause was not established. Product analysis occurred. The primary analysis finding was: returned product analysis was performed and no anomalies were found. Additional finding(s) include: visual analysis of the lead indicated apparent explant damage. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event.